Event description:
It was reported that the atrial lead was oversensing and had impedance issues. It was further reported that the patient had symptoms of fatigue and pacemaker syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis found that the outer insulation of the lead developed a breach due to abrasion while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the guide tooth of the lead was extrinsically damaged and the outer insulation of the lead developed a cosmetic depression and abrasion while in vivo. Visual analysis found a lot of blood along lead length and outer insulation breached was observed. Concomitant products: c154dwk implantable cardioverter defibrillator (ICD),  (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008. (B)(4).